Event description:
It was reported that patient underwent primary oxford knee surgery on an unknown date. Revision procedure was performed on (B)(6) 2013 due to pain following a motor vehicle accident. No further information was received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown.biomet (B)(4) has implemented corrective actions regarding the late reporting of this adverse event.